Manufacturer narrative:
The device involved in the incident was not returned for eval. Without the lot number of the device involved, we are unable to review the mfg records. A review of the engineering documents noted that all samples tested during the verification and validation passed the minimum suture wing removal pull force requirement of (B)(4). The product incident reported stated that the bloodlines caught on the bedside when the pt was rolled and the catheter flicked" out. We are unable to determine the exact cause of the event without evaluating the device involved; however, it appears that the catheter was pulled with enough force to dislodge it from the suture wing.

Event description:
It was reported that as they rolled a pt who was filtering through a subclavian line, his blood lines caught on the bedside and the vascular catheter 'flicked' out of the sutured holder and consequently landed on the floor. The part that is sutured was completely intact and the sutures didn't tear the skin.